Manufacturer narrative:
This device was included in the recent mv sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system oversensed the minute ventilation (mv) signal on the right ventricular (rv) lead. The patient's rv lead is a non-boston scientific product. The signal artifact monitor (sam) detected the oversensing and disabled the mv sensor. This pacemaker and rv lead remain in service. No adverse patient effects were reported.